Event description:
A case report from a clinical registry outside the us was reviewed which indicated that an angiogram was repeated because symptoms re-appeared. Restenosis was found one month after implantation.